Event description:
A patient reported not feeling any stimulation sensation in regards to their device. The patient noted the "device fell out of her back". The issue was noted as following an implant procedure, however it is suspected that the patient was undergoing a trial / trial period. The patient's outcome was not reported. Additional information will be reported as it becomes available.

Manufacturer narrative:
(B)(4).